Event description:
A malfunction alarm was reported with a displayed code of malf 9, which did not result in any adverse impact on the customer¿s blood glucose level. There were no notable events preceding the malfunction, and a fault ID was noted as available. Technical support provided information to reset the pump, and after the reset, the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer understood and acknowledged.